Manufacturer narrative:
Coloplast has not been provided any corroborating medical evidence to verify this report.

Event description:
As reported to coloplast though not verified, the patient experienced pain and irritation in area of implant. She later suffered incontinence, dyspareunia, and loss of ability to perform sexually. A repair surgery was attempted in (B)(6) 2011. She has been told further surgery is needed.